Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has ben requested. (B)(4).

Event description:
A nurse reported a case of an incomplete side cut occurred during a lasik flap creation. Additional information has been requested.

Manufacturer narrative:
Corrected information provided. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Attempts have been made to obtain additional patient information; however, at this time no additional information has been received. No technical services were requested or performed for the reported event. Potential contributing factors would include anatomical abnormalities or patient movement, which should be addressed prior to the use of the laser, as this may cause an issue with the flap creation. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Based on the information obtained, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Event description:
Attempts have been made to obtain additional patient information; however, at this time no additional information has been received.